Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (would not power on) has been confirmed. Upon investigation the monitor would not fully power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through the use of a target (or flash) memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (would not power on) has been confirmed. Upon investigation the monitor would not fully power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.